Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator discontinued treatment due to an access issue, approximately 15 minutes into a routine hemodialysis treatment. Blood was observed as light pink in color. The operator did not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff confirmed stenosis in patient's fistula, which has since been addressed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this reported closed. No additional info will be provided.